Event description:
A customer reported experiencing a recurring cgm error 42 on their pump, which had occurred three or more times. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced since it was still under warranty. They provided instructions for putting the pump into storage mode and arranged for its return via a pre-paid label. The customer was instructed to use their current pump as a backup therapy to ensure insulin delivery continued uninterrupted.